Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was also stated that the patient felt stimulation in the wrong location. The patient had the stimulation on, but it was not helping her pain and if she turned up the stimulation, she felt it in her right arm which was not where she needed it. It was stated that the patient needed stimulation under her right breast. The patient was in "so much pain" and was taking pain medications ibuprofen and oxytocin. The patient was going to see her health care provider the following day because she had no pain medication left. Additional information reported that patient was ¿quite ill with this whole problem.¿ it was reported that the patient had been under anesthesia for ¿3 and 3- ½ hours.¿ it was reported that once the anesthesia had worn off, that ¿it was not working.¿ it was reported that the patient hurt and had such ¿excruciating pain.¿ it was reported that the implant ¿didn¿t work, they were getting it to work in the arms, legs, everywhere except where it was supposed to¿ and where the patient had the ¿problem start under the right breast, goes all the way around under the arm and up the shoulder blade. It¿s thoracic.¿ it was reported that the incision started right under the breast and went under the arm and up to the shoulder blade. Patient had esophageal cancer a long time ago (1989 or 1990) and there, all the nerves were damaged. It was reported that the patient had gone back a week from the day prior to report and an x-ray was taken. It was reported that the physician did not see where the lead could be moved. Patient had trial in 1999 and a few weeks after the trial had the implant placed. It was reported that patient had never had a problem. It was reported that they always had to keep ¿a little bit of slack in there for movement.¿ it was reported that the patient had viewed the x-ray and noticed that the ¿cable came down, goes into a big loop goes down, goes into another big loop and then goes to whatever it¿s supposed to.¿ it was reported that the lead was from the implant revision in (B)(6) 2013. Since the revision, the patient reported to have been in absolute excruciating pain. Patient reported that this was not right and it had not worked since. It was reported that the patient had been in a hospital room a week ago prior to the day of report. It was reported that while reprogramming, the manufacturer representative turned it up ¿full blast¿ and the patient was screaming their head off because ¿they were electrocuting¿ them. It was reported that one time, at the physician¿s office, the same thing happened and was ¿picked up off the chair¿ and the representative felt it too. It was reported that the patient (B)(6). It was reported that representative attempted to reprogram for an hour, hour and a half and patient had already ¿kicked over a machine, threw the blood pressure cuff across the room, pulled off all the sticky things off¿ themselves. Patient also pulled a needle out of their arm. It was reported that the patient has ¿some kind of needles with shots in that area for the pain.¿ it was reported that the patient had to go back in to the physician¿s office on (B)(6) 2013 to get some more pain medication so that the patient can function. It was reported that the implant had been working for 13 years prior. It was reported that after the lead revision, the manufacturer representative could not get any program to work, it wasn¿t working. It was reported that the patient was ready to ask to have ¿all the equipment out.¿ it was reported that the patient was frustrated. It was reported that the pain had hurt so bad, the patient had slipped down their steps. It was reported that the patient went to a podiatrist on the day of report because patient had sliced open the back of the foot so bad. It was reported that this had happened the thursday prior to report. It was reported that pain hits so bad that the patient has nothing to do but fall on the ground and kneel over. It was reported that this happened to the patient all the time. It was reported that the patient turns white when it happens. It was reported that the pain under the patient's breast hit so bad that the patient went down. It was reported that the patient takes multiple pain management medications and runs out of it fast. It was reported that the patient has cancer in both the lungs. It was reported that the cancer was not along the scar, it was in a ¿separate part of the lung.¿ it was reported that the pain and the cancer were not related. It was reported that the patient has had cancer in both lung for three or four years. It was reported that the patient was also diagnosed with carcinoid tumors in the ¿intestine area¿ three years ago. Patient gets a shot three times a day for it. It was reported that patient also had thyroid cancer and that healed. It was later reported that during reprogramming, the patient felt ¿shocking to the legs, feet, arms, back of the legs.¿ it was reported that the patient had been screaming because they had ¿started really high with it.¿ it was reported that when stimulation was turned up high, it felt like ¿sticking your hand in a socket and leaving it there.¿ it was reported that stimulation was turned on and patient was not getting any pain relief. It was reported that stim was felt in the right arm. Patient was feeling stimulation in the wrong area. It was reported that the patient¿s pain under her breast is called ¿nerve shock.¿ it was reported that the pain is so bad that the patient has band-aids all over the breast and nipple area because patient cannot handle clothing touching the skin. It was reported that for all these years, patient was at a point where they could function great, never had a problem. Additional information was reported that no one could get the ¿new cables to work.¿ it was stated that the lead revision was scheduled for (B)(6) 2013 but x-ray had shown that the leads were in the same place. It was stated that four people held the patient down and shoved needles to help with patient¿s pain during surgery. It was stated that ¿the surgery ended with no new components implanted.¿ it was stated that the manufacturer representative was able to program ¿stim to treat pain¿ during surgery. It was reported that when patient tried ¿it¿, it caused the patient to have excruciating pain from the stim. It was reported that the patient is very upset due to the fact ¿therapy always worked well¿ for the patient ¿before leads were replaced.¿ it was reported that the patient now lives in (B)(6). It was reported that the patient does not feel she should have to pay for procedure and would like everything fixed. Additional information reported that the patient had a lead replaced on (B)(6) 2013. The patient received "good stimulation" intraoperative. At the post operation appointments, the patient did not feel stimulation in the correct areas. It was stated that the system impedances were "good." The patient had x-rays taken which showed that the lead had not moved. The patient had been scheduled for a lead revision, but the system was "retested" and the patient was able to feel stimulation in the correct area. The revision surgery was cancelled. After that the patient was not feeling stimulation in the correct location once again. Five days later, it was reported that patient's healthcare professional (hcp) had not yet scheduled a revision or replacement or explant of the system at the time of the report. It was stated that the patient did not use the system because the stimulation was not covering the painful area of complaint.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).